Manufacturer narrative:
The united states customer reports observation of a discordant depressed result for one patient sample when running ca 19-9 lot 522 on atellica im 1600 analyzer. The sample was repeated multiple times with dilution on another atellica im 1600 analyzer and higher results were obtained. The interpretation of results section of the advia centaur ca 19-9 instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." The customer reported the initial issue as a sample that when tested without dilution recovered 492 u/ml with ca 19-9 kit lot 522 on atellica im im00453 but when diluted 1/10 and 1/100 the sample recovered 2,000 u/ml with the same reagent pack. When the sample was initially run a sample integrity error prevented a result from being generated. When tested on a different analyzer (atellica im im00449) with ca 19-9 kit lot 522 the sample recovered > 700 u/ml without dilution and 2,000 u/ml when diluted. (B)(6) investigation included an assessment of reagent, instrument, and sample data. Reagent issues were ruled out based on review of quality control (qc) which showed recovery within acceptable ranges, the same reagent pack generating accurate diluted results, and no issues were reported with other patient samples. Assessment of instrument performance included a review of auto check data, traces files, and logs. Based on the review there is no evidence the nonrepeatable depressed result was caused by the analyzer. Based on the available information, the cause of the discordant result could not be determined but siemens cannot rule out preanalytical variables or sample integrity. Return of the patient sample for further investigation is not warranted because the discordant result was not reproducible. The customer is operational.

Event description:
The customer reports observation of a discordant depressed result for one patient sample when running ca 19-9 lot 522 on atellica im 1600 analyzer. The initial result was reported to the physician(s), who did not question the result. The sample was repeated multiple times with dilution on another atellica im 1600 analyzer and higher results were obtained. There are no known reports of patient intervention or adverse health consequences due to the discordant, ca 19.9 results.